Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported to vyaire medical that avea ventilator is having circuit occlusion and high peak pressure alarms then stop ventilating. A patient was on the avea ventilator when the issue happened. The reporter stated that there was no patient harm done.